Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) found that the half height main drawer 3.1 had multiple cubies that were not detected on the bus. The fse removed all cubie pockets using the diagnostics application and inspected all row tray connections, confirming they were in good condition. The fse then reseated all row tray connections, reassembled the device, and rebooted it into the diagnostics application. All drawer components tested successfully. The station was then rebooted to the enterprise server application, and the customer successfully tested the half height cubie drawer without any issues. The system functioned as intended after the field service engineer repaired the device.